Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer replaced the battery and received a no power error. It was explained that the internal power source in the pump was unable to charge. The pump is operating on the aa battery only. Customer's father did not have the pump because the customer was at school with the pump. Caller could not troubleshoot but was advised to call back after monitoring for 4 hours.